Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an episode of ventricular tachycardia due to electromagnetic interference (emi) noted on implantable cardioverter defibrillator. Patient received no therapy. Patient was stable.